Manufacturer narrative:
(B)(4). The pump was received with broken belt clip rails, cracked select button keypad overlay, partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
The customer reported via phone call that there was a crack in the front of the insulin pump and at the back side. The customer¿s blood glucose was 148 mg/dl at the time of incident. Customer stated the insulin pump had cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.